Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient hadn't used stimulation in over a year because it wasn't working. The hcp reported that the leads were not in the correct place, they were stimulating the stomach and making the patient nauseous. No further complications were reported.

Event description:
Information was received from a manufacturer rep regarding a patient with an implantable neurostimulator (ins). The patient reported that they were trying to charge the ins and the ins recharger shows full coupling boxes, but the ins will not increment. It was reported that the recharger will not charger the implant.

Manufacturer narrative:
Continuation of d11: product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the stimulator was not in the wrong location. The stimulator that was to be implanted did not work out because of the procedure. There was too much scar tissue, the healthcare provider tried to shift it, however that did not work. The device was not located in the patient's stomach but the wave lengths went into their stomach instead of to the pain area in their back. Resetting the device was tried, however that did not work. Every time the patient tried to turn on the device, the muscles in their stomach tightened up. When they were eating they felt like they were getting sick. The patient's healthcare provider stated the implant could not be moved.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(6), product type recharger product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015 ,product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that during the call the patient mentioned that they did not use their stimulator because it had never worked from them as their stimulation went into their stomach instead of the area of pain they needed it for. The patient stated that they were working with their healthcare provider (hcp) to resolve this by potentially moving the device to a different location.